Event description:
It was reported that the subject coil was protruded on the stent at the p1 origin/aneurysm neck. No other information was provided.

Manufacturer narrative:
The device history record (DHR) review cannot be performed because the lot number was not provided. However, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. An assignable cause of undeterminable will be assigned to this complaint as the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause.

Event description:
It was reported that the subject coil was protruded on the stent at the p1 origin/aneurysm neck. No other information was provided.